Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon was inflated at 6atm upon first inflation. However, it was noted that the balloon ruptured at 8atm upon second inflation and was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient condition was good.